Manufacturer narrative:
A valve in valve procedure can be performed for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, the article did not provide the exact event details and root cause for the need for a second valve post implant of a sapien xt valve. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Yun-hsuan tzeng, et al. (2019). Performance and short-term outcomes of three different transcatheter aortic valve replacement devices in patients with aortic stenosis: a single-center experience. Journtal of the chinese medical association, 827-834.

Event description:
As reported through our (B)(6) affiliate, a single-center study published in a journal article, "performance and short-term outcomes of three different transcatheter aortic valve replacement devices in patients with aortic stenosis: a single center experience¿. The study was from march 2013 when the tavr program was first introduced at a hospital in (B)(6) to august 2017. 231 consecutive patients underwent tavr at the institution. A hundred and one (101) patients received a sapien xt valve. The following events occurred in the sapien xt group during the study period; 2 patients had major or equal moderate pvl at implant, 3 patients needed a second valve at implant, 2 coronary obstructions at implant, 1 annular rupture at implant, 8 cardiac mortality (3 patients within 30 days, 5 patients between 31 and 180 days), 5 major vascular access complication within 30 days and 3 permanent pacemaker were required due to complete av block within 30 days. This complaint represents the 3 patients who needed a second valve at implant.

Manufacturer narrative:
This is 2 of 7 complaints for this article case. Reference mfg. Report no. 2015691-2019-04809, 2015691-2019-04816, 2015691-2019-04818, 2015691-2019-04820, 2015691-2019-04823, and 2015691-2019-04824.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.